Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the unknown mesh was implanted. The patient experienced pain, infection and incontinence stating that she was urinating herself uncontrollably.

Manufacturer narrative:
Product complaint: (B)(4). Date sent to the FDA: 02/24/2.20, corrected information: b1, b2, h1- this medwatch report is being voided as it is a duplicate of litigation medwatch submitted as per exemption approval number e2013037 on (B)(6) 2018.